Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
Quick drive mini is not functioning properly - when a new battery was placed on it, it started spinning without pushing any buttons.